Event description:
Reported conflicting sofia sars result for 1 patient. Initial test provided a positive sofia sars result that was followed by a negative sofia sars result for the same patient. The second test was run by reusing the same materials which is not a part of the instructions. It is unknown whether the patient was asymptomatic or symptomatic. No confirmatory testing conpleted.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Tech support noted some procedural errors during troubleshooting and advised the customer on proper procedure. Root cause: insufficient information. Source: phone.